Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) .

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed all functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump buttons were unresponsive, alarmed low battery and no delivery. Troubleshooting was done. Customer' s blood glucose was 170 mg/dl. Customer stated that numbers were ramping up and buttons unresponsive and got low battery alarm. Customer also mentioned that had no delivery in the past. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.